Manufacturer narrative:
(B)(4). This product is not distributed in the u.s. And does not have a 510(k) number. The sample is reported to be available, but has not been received. Upon receipt and evaluation of the device, or if additional information becomes a follow-up will be submitted.

Event description:
This is a case report received for a chemo therapy set 6 lead in which the set "aspirated air right under the dripchamber." The reported issue was observed during infusing. There was patient involvement; however, there was no patient injury reported. The sample is reported to be available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn't confirmed during sample evaluation. Actual sample wasn't available for evaluation, however twenty companion samples were available at the plant for evaluation. A visual inspection revealed no non-conformities. All companion samples were leak tested under water, to check for leaks, with no leaks that were observed. The samples were working within specification. Should additional relevant information be received, a follow-up medwatch will be submitted. The actual sample was not returned, however the companion samples were received on (B)(4), 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.